Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was not displayed. Upon checking a second time the pump was partially displaying history; however, some data was still missing. Customer¿s blood glucose was 260 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.